Event description:
It was reported that the pump reservoir could not be filled or aspirated. It was stated that there was some difficulty with the kit or a kit component. All of the recommended methods for unlocking valve were tried; however, they could not aspirate or inject anything. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk. F